Manufacturer narrative:
Event date: exact date unknown, event occurred in the past two weeks from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5141471.

Event description:
It was reported that the patient lost stimulation coverage and was not getting an adequate pain relief despite reprogramming done due to high impedances on the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.